Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received inappropriate therapy due to noise on the lead. Limited amplitude of the r-wave was observed. Hence, the lead was capped.